Event description:
It was reported by the rep that insertion of 511sd disposable trocar in subxyphoid area caused some hemorraging that required cauterization. Subsequent bleeding later in the evening on 6/12 required reoperation for evacuation of blood and cauterization of wound (subxyphoid). The blood was evacuated laparoscopically. The pt lost three units of blood and hematocrit and hemoglobin was sufficient and no transfusion. On 6/28/2000 attempted to contact md. Receptionist stated that surheon was not in the office. This writer left their name, telephone, and tracking numbers with the receptionist. Will attempt to contact again. 6/28/2000 md contacted this writer. They stated the pt is thin and was having a laparoscopic cholecystoscopy. They stated the surgery went very well. The epigastric trocar(511sd) was removed at the end of the case and the area oozed a little which was then controlled by a bovie. The incision was then closed. Approximately 2 hours post-operatively the pt started to become hypotensive and the h&h began dropping. The pt was brought back to the or about 5 hours post-op. A 5mm scope was inserted into the umbilical port site and there was approximately 1.5 l of blood in the abdomen. Another 5mm port was then inserted and the epigastric port site was visualized. There was blood dripping from the site.the epigastric incision was then enlarged, the bleeding controlled, and the incision closed. The md stated the device functioned properly and there must have been a small vessel that was perforated when the device was inserted. The exact location of the bleeding was never located. The pt is doing very well at this time.